Event description:
Approximately twelve nurses experienced facial dermatitis while using the 3-m duckbill surgical masks. When employees quit using the mask the dermatitis rapidly cleared up with the exception of one nurse. She filed for worker's compensation and continued to have the dermatitis for about one month. The masks wre removed from inventory and 3-m representive was notified of the problem. Originally hosp thought that their hosp was the only hospital who was experiencing the problem. Later, they discovered that other hospitals were experiencing the same problem. 3-m has since discovered that there were problems associated with the three following lot numbers: 2002-06cz, 2002-07cw & 2002-07dc. These masks were discovered to have an excess of fuzzy material along the edges. They are investigating the mfg process in an effort to eliminate this problem. Because this incident was not considered a serious injury a written report was not filed with the MFR and FDA at the time of occurrence. After speaking with a representative from the FDA about the situation, hosp felt that it would be worth while to file a written report in case there needed to be a recall of the product.